Event description:
The complainant alleged that while monitoring a pt (age unknown) the display became a solid green line at the bottom of the crt. Subsequent power-ups resulted in just a green dot on the display. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction. The clinicians and pt were near the facility and stopped monitoring.